Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 4598-78 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for noise while sitting on concrete surrounding with their feet in the water of a swimming pool. It was noted the noise signal on the atrial and ventricular electrogram (egm) had characteristic beats of electromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.